Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalization of conductor wires on right ventricular lead was observed during device change-out procedure. Patient was lost to follow-up since 2012 and device battery was dead. Lead was capped and replaced on (B)(6) 2019 during device change out procedure. Patient was stable.